Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation and would not stop running. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for corrected data. Corrected data: customer could not duplicate the issue and chose not to return the device.

Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation and would not stop running. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported. The user facility subsequently reported that they could not duplicate the issue and did not return the device for evaluation.